Event description:
It was reported that noise reproducible in unipolar and bipolar mode was observed on the atrial lead. Other parameters were stable. The patient was not dependent and reported no symptoms. The clinic's plan was to monitor as the patient was not dependent on the device for normal function. There were no reported patient consequences.